Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer was unable to successfully load a new cartridge, as the alarm recurred, so technical support decided to replace the pump. The customer planned to use multiple daily injections as a temporary backup for insulin delivery.